Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button anomaly. The customer's blood glucose was unknown at the time of incident. The left arrow and the middle button was unresponsive. The insulin pump also received multiple pump error alarms. The insulin pump also had failed battery test. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed self test. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. Pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. No the motor arm cannot communicate with the main arm or the critical block and inverse critical block did not add to zero alarms noted during testing.